Event description:
It was reported that the patient alert was triggered due to high impedance and an apparent fracture on the left ventricular lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) partial lead was returned in segments and no anomalies found. However, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor was melted, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage. Visual analysis indicated that continuity failed because the distal conductor was melted.